Event description:
During an atrial fibrillation procedure, a communication issue occurred causing a delay. The workmate claris amplifier was experiencing intermittent loss of communication. All components were replaced except for the amplifier and dws. The issue was resolved after rebooting the dws and amplifier 3 times. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.